Manufacturer narrative:
Concomitant product: product ID 8703w, lot# l34869, implanted: (B)(6) 1995, product type catheter. (B)(4).

Event description:
It was reported that when the patient ran completely dry of the morphine, it resulted in an immediate return of excruciating pain that was caused by their chronic medical condition (complex regional pain syndrome/reflex sympathetic dystrophy). It also added the misery of an immediate narcotic withdrawal and associated symptoms. It was noted that the pump was refilled by the patient's provider. Additional information from the healthcare provider (hcp) reported that the patient had not been seen for a refill since 2012. The hcp had no idea what the patient was talking about.

Event description:
It was reported that the patient went through withdrawal symptoms on (B)(6) 2013. The patient was at the healthcare provider¿s (hcp) office for a refill on the report date, and his low reservoir alarm wasn¿t to occur until (B)(6) 2014. However, the morphine pump was empty and the patient was in a lot of pain. The reporter wanted to know why the pump didn¿t alarm and if the hcp should have seen an alarm during the refill.